Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked right plunger case and loose plunger case and visible contamination. Event log history indicated that force sensor test was found recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the force sensor and plunger cable as a preventive measure, performed infusion and occlusion test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump failed force sensor test. No adverse effects were reported.